Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "breast pain (mastalgia), suggestive of possible rupture, enlarged lymph node structure of size and possible infiltration by silicone material". This record is for the left side. Device was explanted and it will not be returned.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "breast pain (mastalgia), suggestive of possible rupture, enlarged lymph node structure of size and possible infiltration by silicone material". This record is for the left side. Device was explanted and it will not be returned.